Manufacturer narrative:
Concomitant medical products: w1tr01 crt-p implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the left ventricular (lv) lead was "set too high" and "hits their diaphragm". The patient noted that the lv lead was reprogrammed previously but believes it needs to be adjusted again. The lv lead remains in use. No further patient complications have been reported as a result of this event.